Event description:
It was reported that a pump experienced "door open alarm". It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref number: (B)(4). The device was received and evaluated by baxter. Eval confirmed reported symptom of constant door open alarms caused by a failed upper link switch. The upper auxiliary assembly was replaced.